Event description:
The international affiliate had reported that the tips of two drivers (skyline spring clip driver and skyline expansion tip driver) had stripped and were no longer tightening adequately. Other drivers were used to complete procedures. However, upon receipt of the drivers for evaluation, the distal tip of the skyline spring clip driver was found to have broken off from the device. Affiliate reports there were no adverse consequences to the patient. Concomitant device: skyline expansion tip driver, 286830500.

Manufacturer narrative:
Visual examination of the returned skyline spring clip driver found its tip had broken off from the instrument. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Review of complaint data found no emerging trends. The driver is intended to be used for initial insertion of set screws and is not used for a final tightening process. The instrument has been in the field for approximately five years. Although, no definitive conclusions can be made, the noted damage suggests that the driver was subjected to a higher than anticipated torque causing the distal tips to become twisted and broken off. At this time, the complaint is considered to be closed.